Manufacturer narrative:
Device used for treatment, not diagnosis smith, carla s. Md. Phd, nork, sean e md and sangeorzan, bruce j md. (2006)."the extruded talus: results of reimplantation". The journal of bone and joint surgery, incorporated. Volume 88-a number 11 november 2006; united states article. This report is for unknown plate, unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, smith, carla s. Md. Phd, nork, sean e md and sangeorzan, bruce j md. (2006)."the extruded talus: results of reimplantation". The journal of bone and joint surgery, incorporated. Volume 88-a number 11 november 2006; united states article the purpose of the stude was to report the clinical results, complications, and functional outcome following reimplantation of the traumatically extruded talus. 27 patients were initially included in the study; a minimum 1 year follow up of 19 patients was obtained. The following complications were noted: infection; development of arthritis, including sclerosis, joint-space narrowing or osteophytes; collapse of the talus. This is report 1 of 1 for (B)(4). This report is for an unknown mini-fragment plate. A copy of the literature article is being submitted with this medwatch. This report is for 1 devices.